Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles also they experienced high blood glucose. The customer¿s blood glucose was 253 mg/dl, 140 mg/dl at the time of the incident. Customer stated air bubble was removed successfully. Customer was treated with insulin pump. Customer stated the approximate size of air bubbles was 5 inches air space. Customer stated air bubble was reoccurred on insulin pump. Troubleshooting was performed. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).